Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -11.5/1.0/085 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Lens rotation was observed. Lens was repositioned but another rotation occurred about 2 motnhs later. Lens exchanged on (B)(6) 2024 with different model lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H3: device evaluation lens was returned in microcentrifuge vial dry with debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. (B)(4).

Manufacturer narrative:
(B)(4).